Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Patient reported "white cloud in my breast area" and "extreme density" diagnosed via mammogram. Later, patient reported implant has "popped" and "high blood pressure", "soreness in right arm and breast" and "feeling dizzy and a little off". Later, patient reported "implant exchange due concern with the product" and "tingling in arms and legs, plus blood pressure is sky high". Later, healthcare professional reported "patient's concern with the product" and "rupture". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ nipple sensation increase/decrease: unable to observe as it is not related to the manufacturing process. ¿ breast pain: unable to observe as it is not related to the manufacturing process. ¿ varied injuries: unable to observe as it is not related to the manufacturing process. ¿ anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. ¿ rupture: not observed. As per the investigation procedure, creases and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
There are currently no reportable events against device on record. This record is no longer reportable to the FDA and will be un-reported.